Event description:
The customer contact reported the patient received more IV fluid than intended. The pump was programmed to deliver normal saline at a rate of 75ml/hr with a volume to be infused (vtbi) of 1000ml and the deliver was started. Approximately one hour later, the nurse noted that the bag of normal saline was empty and the pump display indicated approximately 900ml of the volume remained to be infused. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. At an unspecified time later, therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.